Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used during a ureteroscopy procedure. According to the complainant, the balloon catheter was taken out of the package and the radiopaque markers were used to place the catheter at the correct position of the ureteropelvic junction. A leveen inflation syringe was used to fill the balloon with contrast. As the pressure on the syringe was increased, no change was seen on the fluoroscopy screen but a "pop" was heard. The balloon catheter was then removed from the patient, but resistance was felt as it was being withdrawn. After several attempts, the catheter was removed, however, the balloon was not attached to the catheter. The physician stopped the procedure and placed a nephrostomy tube in the patient. The patient then had a CT scan to determine the location of the balloon fragments but the physician was unable to locate the fragments. Further medical intervention was required to locate and remove the balloon fragments and determine if there was any damage to the patient's ureter. It was reported that the balloon fragments were retrieved successfully, however, it is unknown when and for how long the patient was hospitalized after the initial procedure. It was reported that the leveen inflation syringe was tested and working properly. The patient's condition at the conclusion of the procedure and the patient's current condition were reported to be "stable."

Manufacturer narrative:
The uromax ultra balloon dilatation catheter was received with the balloon completely detached, and no part of the balloon itself was returned for analysis. The inflation device included in the balloon catheter kit was returned. A visual examination of the returned device revealed that the tip of the balloon catheter was twisted between the distal and proximal markerbands. There was no damage noted to the distal and proximal balloon bonds. The balloon catheter was passed over a bsc 0.038 inch guidewire and no restrictions were noted. No other defects were noted with the device. A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The most probable root cause for this event was determined to be operational context.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used during a ureteroscopy procedure. According to the complainant, the balloon catheter was taken out of the package and the radiopaque markers were used to place the catheter at the correct position of the ureteropelvic junction. A leveen inflation syringe was used to fill the balloon with contrast. As the pressure on the syringe was increased, no change was seen on the fluoroscopy screen but a "pop" was heard. The balloon catheter was then removed from the patient, but resistance was felt as it was being withdrawn. After several attempts, the catheter was removed, however, the balloon was not attached to the catheter. The physician stopped the procedure and placed a nephrostomy tube in the patient. The patient then had a CT scan to determine the location of the balloon fragments but the physician was unable to locate the fragments. Further medical intervention was required to locate and remove the balloon fragments and determine if there was any damage to the patient's ureter. It was reported that the balloon fragments were retrieved successfully, however, it is unknown when and for how long the patient was hospitalized after the initial procedure. It was reported that the leveen inflation syringe was tested and working properly. The patient's condition at the conclusion of the procedure and the patient's current condition were reported to be "stable."

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used during a ureteroscopy procedure. According to the complainant, the balloon catheter was taken out of the package and the radiopaque markers were used to place the catheter at the correct position of the ureteropelvic junction. A leveen inflation syringe was used to fill the balloon with contrast. As the pressure on the syringe was increased, no change was seen on the fluoroscopy screen but a "pop" was heard. The balloon catheter was then removed from the patient, but resistance was felt as it was being withdrawn. After several attempts, the catheter was removed, however, the balloon was not attached to the catheter. The physician stopped the procedure and placed a nephrostomy tube in the patient. The patient then had a CT scan to determine the location of the balloon fragments but the physician was unable to locate the fragments. Further medical intervention was required to locate and remove the balloon fragments and determine if there was any damage to the patient's ureter. It was reported that the balloon fragments were retrieved successfully, however, it is unknown when and for how long the patient was hospitalized after the initial procedure. It was reported that the leveen inflation syringe was tested and working properly. The patient's condition at the conclusion of the procedure and the patient's current condition were reported to be "stable."